Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners. Concomitant medical product: 00771100700, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, ln: 61749139; item# 00877001240, metasul taper liner kk/40, 2521178; item# 00877004001, msul head 40 12/14 sz s/-3.5 /-3.5 , 2518108. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03184. It was reported that there was debris in the sterile package upon inspection. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
It was reported that heterotopic ossification approximately 9 years after initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.